Event description:
Pump declared an altitude alarm, which did not adversely impact the customer's blood glucose level. Customer had previously reported this issue, and it was noted that wearing the pump against the skin without a case may have contributed to the alarm by obstructing speaker holes. Technical support informed the customer about maintenance tips to prevent future alarms, and the customer acknowledged this advice. Insulin delivery was not suspended due to the alarm, and the customer was able to continue with the original cartridge.